Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a compete return in pain symptoms. The return in symptoms was felt to be related to a fall, change in pump medication and prescription and pump programming and refill. The pt also reported felling back pain which she had never felt in the past. The pt felt that the pump had been working fine. The pt previously was taking oral medications as needed; her new physician did not give her any medication and per the reporter had advised the primary care doctor and ER physician not to provide any pain medication. The pt stated that the md changed the prescription without telling her, was not concerned about her increase in pain and did not provide medical records or pump printouts. The pt indicated that she would like to have the pump explanted and was "considering suicide". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.